Event description:
It was reported that the right ventricular lead exhibited over sensing, causing inhibition of pacing. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
.